Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a right ventricular outflow tract ventricular tachycardia procedure an air leak occurred. While inserting the dilator into the sheath resistance was noted and air was seen when blood was aspirated. Air was not visualized within the patient. The sheath set was removed and new sheath was used for the procedure with no adverse patient consequences.

Manufacturer narrative:
The reported event of an air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.